Event description:
It was reported that during a unspecified treatment procedure, a guide wire tip fracture occurred. Vascular access was obtained via the femoral artery. The de novo lesion was 40-50mm in length and the vessel diameter was 6mm and was located in the non tortuous and mildly calcified superficial femoral artery (sfa). A 018/260 platinum plus guide wire was selected and during advancement encountered a very high level of difficulty while crossing the lesion. After the guide wire placement at the target location a loop in the tip of the guide wire was observed. The guide wire was withdrawn, however during withdrawal the loop broke and approximately 3cm of the guide wire tip fractured and remained inside the femoral artery. The tip was retrieved via an unspecified basket. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: one device received outside of hoop. Visual and microscopic analysis revealed an unraveled and fractured spring distal tip, and one kink on the body. The visual and tactile inspection revealed a guide wire fracture at 255 cm from the proximal end, a kink at 46 cm from the distal end, and the spring tip is unraveled. All the measurements are within the specifications. Sem analysis revealed the fracture site exhibited elongation dimple ruptures in a twist direction with some surface smeared material typical of a torsion motion. No material anomalies were found. The fracture was due to a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a unspecified treatment procedure, a guide wire tip fracture occurred. Vascular access was obtained via the femoral artery. The de novo lesion was 40-50mm in length and the vessel diameter was 6mm and was located in the non tortuous and mildly calcified superficial femoral artery (sfa). A 018/260 platinum plus guide wire was selected and during advancement encountered a very high level of difficulty while crossing the lesion. After the guide wire placement at the target location a loop in the tip of the guide wire was observed. The guide wire was withdrawn, however during withdrawal the loop broke and approximately 3cm of the guide wire tip fractured and remained inside the femoral artery. The tip was retrieved via an unspecified basket. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is stable.